Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient ¿hadn¿t used the thing¿ for at least 2.5 years, and now would like to have it removed. It was stated that they didn¿t experience any symptom control; they had no therapeutic benefit since implant. It was also stated that they had a couple of reprogramming sessions each year for about two years, however the results would only last a couple of days. It was noted that they tried to make adjustments themselves, however they weren¿t really good at doing that. The patient was sent a list of local healthcare providers. Additional information was received from a consumer. It was reported that the patient was planning to follow up with a new healthcare provider, and the device was to be removed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient wanted to have it removed; they needed an MRI for their knee and foot problems which could not be done with metal in place. It was noted that they had it for 5 ½ years, did not set it for the past 3 years, and had it removed on (B)(6) 2018. It just did not help them, and they do not want to begin again. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.